Event description:
Patient receiving IV lactated ringer¿s through IV pump. IV pump began smoking. IV pump was powered down, unplugged, and removed from service. IV brain had two channels-- left side running lactated ringer¿s and right side running pitocin. Smoke appeared to come from area between channel on left and IV pump brain in the center. Area appears to be melted.